Manufacturer narrative:
The subject device was not returned to shockwave medical, inc. For investigation therefore, a physical investigation of the device could not be performed. The cause of the thrombus that occurred post ivl treatment could not be definitively determined. There was no ivl device malfunction reported. Following clinical events committee (cec) adjudication of this event, it was noted that the thrombus in the lesion was due to retrograde extension of hematoma from the cfx (target lesion) probably related to the device and definitely related to the procedure . A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used during a percutaneous coronary intervention (pci) procedure to treat a lesion located in the left circumflex (cfx). Peri-procedure, the patient was provided 7000 units of heparin. The ivl balloon successfully delivered 30 pulses with no malfunction of the device reported. Twenty-three minutes (23) after the completion of the index procedure, the patient reported chest pain. The patient was sent back for imaging and a coronary thrombus was noted in the non-target lesion. The patient underwent a second pci (revascularization) on the same day. During a second pci revascularization procedure, there was bleeding in the left groin and patient's systolic blood pressure (sbp) was at 80mmhg. The patient was provided atropine delivered intravenously (IV), given reglan for nausea, norepinephrine infusion, and one unit of packed red blood cells (prbc). Then an ultrasound was performed, and the patient was negative for pseudoaneurysm. After monitoring, the patient was subsequently discharged to home. Following clinical events committee (cec) adjudication of this event, it was noted that the thrombus in the lesion was due to retrograde extension of hematoma from the cfx (target lesion) probably related to the device and definitely related to the procedure.